Manufacturer narrative:
Batch review performed on 08 march 2016. Lot 152232: (B)(4) items manufactured and released on 20 august 2015. Expiration date: 2020-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 09 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: lateral spiroidal fracture of unknown origin in a heavy tha patient. It is very likely that the fracture was originated by an unreported traumatic event. Although no pre-fracture xrays are available, we can assume that the stem subsided after trauma and got mobilized. There is no indication that this was caused by a faulty device.

Event description:
The patient is quite heavy and had a fracture and they suspect him to have had a too active life after the primary surgery. Revision planned.